Event description:
It was reported that during a lap nephrectomy procedure, the device tip came off of the blade and they located it in the pt after an unk amount of time. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 11/11/2008. Eval summary: the analysis results found that the device was returned with the tissue pad missing (piece returned). The blade was visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been inititated to address this issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.